Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We ,therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized. Blood glucose value at the time of the admission was 33 mg/dl. The customer stated that the low was caused by her not eating. The customer was at a rehab facility and food was too salty and could not eat it. She ordered a peanut butter sandwich and never got it. The customer was also calling requesting assistance to change the bolus settings. Customer declined troubleshooting for low blood glucose.